Manufacturer narrative:
No button error alarm noted during testing. Unit had intermittent buttons response due to flattened (creased) act and esc buttons dome switch. No unlocked j2/lcd keypad connector noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that the customer had keypad anomaly. The customer blood glucose was 181 mg/dl. The customer reported that they had problem with high arrow button. The customer was advised to discontinue use of the pump and to revert to back up plan per health care professional instructions until replacement arrives. The insulin pump will be returned for analysis.